Event description:
It was reported that the patient had diffuse chest discomfort one day after the implant procedure and there was no capture observed in the right ventricular lead. It was further reported that a chest x-ray confirmed the lead had dislodged. The lead was repositioned and remains in use. It was noted that the patient was enrolled in the surescan post approval study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45, implantable pacing lead, (B)(6) 2013. A a2dr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).